Manufacturer narrative:
A product investigation was conducted. Visual inspection: the received nail is broken apart between the nail head and the nail shaft. The breakage point is situated in the transversal hole. Furthermore, there are several mechanical damages visible on the surface. In general is the device is in a very used condition with discolorations and scratches all over. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: feature: outer diameter head (near breakage point) was measured per relevant drawing and it passed. Feature: inner diameter shaft (near breakage point) was measured per relevant drawing and it passed. Drawing/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Summary: the complaint condition is confirmed as the nail was found broken. The for the complaint relevant dimensions were checked as far as possible and found to be within specifications. This lot of (B)(4) pieces was manufactured in july 2019, all devices are distributed and we are not aware of any other complaint for this part- and lot number combination. This and the findings above let us exclude a manufacturing related issue. Based on the provided information we are not able to determine the exact cause of this breakage. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected a device history record (DHR) review was conducted: manufacturing location: (B)(4), manufacturing date: 26-jul-2019, expiration date: 01-jul-2029, part number: 04.037.456s, 14mm/130 deg ti cann tfna 360mm/right-sterile, lot number: 12l7984 (sterile), lot quantity: (B)(4). This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.4, wave spring, shim ended, lot number: h794543, lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Material certificate and certificate of conformance and quality history card received from smalley dated 22-feb-2019 were reviewed and determined to be conforming. Part number: 04.037.942.2, lock prong, 130 degree tfna, lot number: 5l01319, lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Part number: 04.037.912.3, tfna lock drive, lot number: 10l5466, lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, met all inspection acceptance criteria. Part number: 21127, timoagri16.00, bp80, lot number: 3l28792, lot quantity: (B)(4) lbs. Inspection instruction met all inspection acceptance criteria. Certificate of analysis supplied by (B)(4). Dated 09-apr-2019 was reviewed and determined to be conforming. Lot summary report dated 17-may-2019 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that 14mm trochanteric fixation nail advanced (tfna) nail broke 4 months after surgery. Patient underwent the reoperation on an unknown date. No further information provided. Concomitant devices reported: unknown helical blade (par# unknown, lot# unknown, quantity 1), lockscr ø5 l36 f/nails tan light greenws: locking(par# 04.005.526, lot# 2l23048, quantity 1); lockscr ø5 l38 f/nails tan light green(part# 04.005.528, lot# 2l79306, quantity: 1), tfna end cap extens. 0 tan (part# 04.038.000s, lot# 26p0379, quantity: 1). This report is for one (1) 14mm/130 deg ti cann tfna 360mm/right-sterile. This is report 1 of 1 for complaint (B)(4).